Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was experienced high blood glucose. Blood glucose at the time of event was 450 mg/dl. The customer¿s blood glucose was 177 mg/dl and sensor glucose was 114 mg/dl at the time of the event, the difference is outside the acceptable range. Suspend on low limit in sensor settings was at 114 mg/dl. Whether customer use auto mode or not was unknown. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.